Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating." Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2013-06052, 06053, 06055. It was reported the pt experiences heating while recharging. The pt has two systems, but he stated he only uses one charger to charge both ipgs and he experiences heating when charging both ipgs. Also, the pt requested only one replacement charger be sent as he does not want to have two chargers. A low energy charger was sent to address this issue. F/u indicates the new charger is working fine and the pt is no longer experiencing any heating while charging.